Manufacturer narrative:
A photograph of the sample was provided for evaluation. Visual inspection revealed a leak due to a cut on the tubing line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume folfusor was leaking from the tubing, close to the blue winged luer lock end. This occurred prior to patient use. There was no patient involvement. No additional information is available.